Event description:
It was reported that the customer was hospitalized for dka. The customer received an error alarm after changing the battery. The customer changed out their set and reprogrammed their pump before the event. Although it was revealed that the basal rates were at zero. It was indicated that the customer was still at the hosp and was on injections. The customer was advised that a replacement will be sent.